Event description:
As reported by the user facility: brief inquiry description: ail alarms detailed inquiry description: patient had to receive blood, the pump kept malfunctioning. It kept alarming air.in line. Tried multiple pumps and took line out, flushed multiple times as well. Many nurses looked and attempted to fix it and charge nurse even turned pump sideways. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.